Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) shutdown abruptly. When the cns was turned powered back on, they noticed it appeared to be slow in response. Upon reboot, they reported an improvement in processing speed. Nk ts advised the customer to perform a deep clean of the cns. The unit was monitoring bedside monitors (bsms) and transmitters at the time. No patient harm or injury was reported. Investigation summary: the root cause could not be determined, as the device was working as intended after it was rebooted by the user. Spontaneous shutdown or spontaneous reboot events are triggered by either a power loss or a hardware failure. When the cns experiences a power loss, it can be caused by a variety of events. These events include power outages, generator tests, uninterruptable power supply (failure), power outlet failure. These are environmental factors that impact device functionality. Hardware failure that may result in spontaneous shutdown or reboot includes power cord failure, hard drive failure, and various other essential components of a computer system such as the cooling fan, internal power supply, motherboard, cpu, memory, etc. Most commonly, hard drive failures will result in spontaneous shutdown or reboot of the device. Causes of hard drive failures include normal hard drive failure or failure resulting from frequent power loss, inappropriate shutdown/reboot procedure. The operator manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, the user is prompted with a message on the bottom right of the cns screen to check hard drive status once usage has reached 20,000 hours. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The customer reported that their central nurse's station (cns) shutdown abruptly.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) shutdown abruptly. When the cns was turned back on, the customer noticed that it appeared to be slow in response. Upon boot up, they reported an improvement in processing speed. Nk ts advised the customer to perform a deep clean of the cns. The unit was monitoring bsm's and transmitters at the time. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Multiple transmitters were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters. Model: ni. S/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni. Multiple bsm's were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: bsm's. Model: ni. S/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) shutdown abruptly.